Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 516 mg/dl. Customer's blood glucose value was 516 mg/dl. Customer states that pump has threshold suspend of his pump. Customer states that he was sitting at the computer working when his pump alarm threshold suspend. The customer was assisted with troubleshoot. The customer¿s blood glucose was 134 mg/dl and the sensor glucose was 40 mg/dl. The insulin pump will not be returned for analysis.